Event description:
Reporting status: serious injury - permanent damage. Reporting rationale: restenosis. Device issue: no device malfunction has been reported. It was reported that the pt received a rx vision in 2007. In 2009, the pt received another company's stent in the renal artery. At this time, restenosis was noted in the previously placed vision stent. No treatment was given. No additional event or pt info is available.